Event description:
A report was received that a pt had a pocket revision because the pt felt the ipg was tilted in the pocket. The physician repositioned the ipg to a more comfortable position for the pt. The pt is reportedly doing well after the revision surgery.

Manufacturer narrative:
This is the final report.